Event description:
The customer reported that the system displayed an interlock failure error. Further information determined that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb was evaluated and identified as requiring replacement. The customer declined further service and repair of the system at this time. No additional service information was provided.